Event description:
The customer called for help with her contour ts meter. She alleged that she performed a control test and received a result of 34 mg/dl. A normal control range was not provided, but should be around 100-140 mg/dl. No adverse events were alleged. The customer declined further troubleshooting and ended the call. No product will be returned at this time.